Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) removed the rear panel and accessed the drawer using the emergency release, where lidocaine patches were found jamming the mechanism. The client successfully removed the medication obstruction. The drawer was recovered and restored to normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to open. When the customer recovered the drawer, it opened, but once it was closed, it failed again. The customer also reported that they needed to manually pull the drawer open, as it did not eject automatically. Additionally, when closing the drawer, it was sluggish and slow to close. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.